Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported compliant of "the thermogard system failed to recognize the t1 patient temperature input" was confirmed during functional testing of the thermogard console. The root cause was due to a bent pin in the lower connector printed circuit board (I/o board) which most likely resulted in loose connection between the t1/t2 module cable and the I/o board. The reported complaints of "the pump raceway was contaminated, and the pump rotor was observed corroded" were confirmed during functional testing of the thermogard console. The root cause was due to possible saline spillage, most likely as a result of user mishandling. Visual inspection of the console was performed, and no apparent physical damage was observed. The event log was reviewed, and no error messages were noted. During the functional testing of the console, the temperature probe could not be recognized; thus, confirming the reported complaint. During further investigation, t1/t2 module was tested, and the module functioned as intended. However, there was a bent pin in the I/o board which caused loose connection between the t1/t2 module cable and the I/o board. The pin was straightened to resolve the issue. In addition, further functional testing revealed traces of dried saline on the top and the bottom of the tgxp pump rotor assembly. The raceway was corroded, and the rotor silver rollers were slightly rusted; thus, confirming the reported complaint. Moreover, the roller pump lid was observed broken. The raceway lid assembly with magnet was replaced to address the issues. Following service, the system passed all testing criteria and was put back in clinical use. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn: (B)(4)) failed to recognize the t1 patient temperature input. In addition, the pump raceway was contaminated, and the pump rotor was observed corroded. No patient involvement.